Event description:
Hip revision - stem was loose proximally and needed to be replaced. The surgeon performed an extended trochanteric osteotomy to get the stem out. The cup was well fixed and in good position, therefore it was left alone. We replaced the stem with a restoration modular revision stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.